Event description:
It was reported that during implant procedure of the leadless pacemaker (lp), the helix of the lp became damaged. The procedure was completed using an alternate lp on (B)(6) 2025. The patient was stable.

Manufacturer narrative:
The reported event of broken helix was unconfirmed. Final analysis found the helix was stretched out of specification, consistent with having occurred during procedure. No other anomalies were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.